Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loose implantable pulse generator (ipg) setscrew resulted in noise and varying impedance on the right atrial (ra) lead. The physician performed a tug test and the lead came out easily. The setscrew was retracted, the lead was reinserted andscrewed into place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.